Manufacturer narrative:
Report source: (B)(4).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device burned a patient. There were no further adverse effects reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was used condition with hose. Hose serial number matched device serial number. Power cord was not included in shipment. Filter was dirty. Found pole clamp to be loose and cracks were also evident at the end of the hose elbow. During functional testing, the temperature probe and digital voltmeter was installed. Powered on device using test power cord and performed occlusion check. Device passed testing for accuracy of displayed readings and over temperature alarm degree testing. Values were within specification and readings were within tolerance. The root cause of the issue could not be determined as the device operated as intended.

Manufacturer narrative:
One smiths medical level 1® equator® convective warming device was returned for analysis in a used condition with a hose. Upon visual inspection of device, the filter was found to be dirty, pole clamp to be loose, and cracks at the end of the hose elbow. The power cord was tested by powering on the product and the occlusions tests were run. Both tests passed and performed at 100% with occlusion test check was 75%. Temperature accuracy testing performed at 36, 40 and 44 degree settings; with values within specification. Over temperature alarm points were tested for 36, 40, and 44 degree settings; readings within tolerance. Based on the evidence, the device operated as intended with no fault found.